Manufacturer narrative:
Evaluation: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.

Event description:
Corneal haze and dry eye detected along inferior flap edge on patient's right eye. No loss of best corrected visual acuity (bcva). Patient reports blurred vision on the right eye. Patient concerned with visual acuity on the right eye. Additional follow-up was obtained. The haze and dry eye has not resolved as of (B)(6) 2013. There has not been any loss of bcva. Patient is a nurse and is having trouble reading charts as of (B)(6) 2013.

Manufacturer narrative:
On (B)(6) 2013, surgeon diagnosed patient as undercorrected on both eyes. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient squints to see distance visual acuity. No loss of best corrected visual acuity. Bcva was 20/20 on both eyes pre-op. Patient unhappy with visual acuity outcome. Placeholder.